Event description:
It was reported the screen was turning colors. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer display has an intermittent pink hue color due to the lvds (low voltage differential signal) board connector was loose. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose and the system fan is noisy. (B)(4).